Event description:
It was reported that the customer experienced a low blood glucose of 36 mg/dl and the needle hub of the customer's sensor became stuck in the serter. The customer ate a bowl of cereal to treat nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.